Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that reservoir had air bubbles. Customer had high blood glucose of 300mg/dl. Reservoir will not be return for analysis.